Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The hospital biomed verified the malfunction in the device's memory log, but could not reproduce the problem. The unit passed extended self testing. No parts were replaced.